Event description:
Patient info was not provided by the reporter. It was reported that an external filter blood leak occurred during an extended cvvh dialysis treatment. The amount of blood lost through the leak was estimated at approx 10cc before treatment was discontinued. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not returned as requested by nxstage. The exact cause of the filter leak cannot be confirmed. Review of complaint history suggests the reported leak was most likely caused by exposure of the filter to high pressures over an extended period of time possibly from clotting that may have occurred in the arterial header of the filter which led to a loss in filter integrity and the resultant leak. There was no patient injury as a result of this event. The user's guide includes the following warning "the risk of clotting increases during long treatments, when blood flow stops, and when no anticoagulation is used. Failure to respond to clotting may expose the blood circuit and filter to sustain high pressures leading to a possible filter blood leak or hemolysis. The risk is highest in long hemodialysis treatments, especially when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak." The device labeling is appropriate for the safe and effective use of the product.